Manufacturer narrative:
Occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results on coaguchek xs meter with serial number (B)(4). The customer tested with a finger on his left hand and got a result of 7.1 inr. The customer re-tested approximately 10 minutes later using a different finger on his left hand and got a result of 5.8 inr. The customer then tested approximately 10 minutes later using a finger on his right hand and got a result of 4.8 inr. The customer's target therapeutic result is 2.5 inr. No adverse event occurred. The customer is in good condition. The customer is not on heparin. The meter and test strips were requested for investigation. Relevant retention test strips (lot 286321) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Testing results: donor #1: retention meter and master lot strips: 2.3 inr. Retention meter and customer strips: 2.4 inr. Donor #2: retention meter and master lot strips: 2.2 inr. Retention meter and customer strips: 2.2 inr. The obtained qc results were in the allowed range. No error messages occurred during the investigation. The returned customer material and retention material comply with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.